Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge. Two viscoelastics were indicated, only one is qualified for this lens with a qualified cartridge combination. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4)

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 04/04/2017. (B)(4).

Event description:
A facility representative reported a lens that came out of the cartridge with a broken haptic into the anterior chamber during an intraocular lens (iol) implant procedure. The lens was removed and replaced with the new lens in the sulcus and a vitrectomy was performed.